Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: regarding the readings of 152 mg/dl and 117 mg/dl, results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported she received within ten minutes the readings of 152 mg/dl and 117 mg/dl on her precision xtra blood glucose meter. The customer additionally reported her readings were so "erratic" that she did not know when she should eat, and also that she experienced anxiety and loss of consciousness. Although the customer reported she was seen by a doctor, she did not know if she was diagnosed with hypo- or hyperglycemia, and stated she did not receive any medical treatment. No third-party medical intervention was required. According to the customer's report, she was diagnosed with pulmonary stenosis, pulmonary hypertension and mitral valve prolapse. There was no report of death or permanent impairment associated with this event.